Manufacturer narrative:
The customer's report of leak from smartsite valve was confirmed per picture received by customer. Red dry fluid was observed on the threads and top portion piston of fla adapter per pictures received by customer.

Event description:
The customer reported that blood is leaking from blue smartsite valve after the user administers a medication and then connects an alcohol swab cap to the smartsite. The user notices that after several minutes blood is leaking from the smartsite and the blue valve is pushed down. The customer provided a picture that shows the smartsite clear plastic body is white instead of the clear. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the customer refused to return the product for failure investigation. The root cause of this failure was not identified.